Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j07052, h10i17037, and h10h28051 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis and fatal cardiac disease in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient experienced cardiac disease (date of onset not reported). In (B)(6) 2010, the patient developed peritonitis and was hospitalized at the same time. On (B)(6) 2010, the patient died due to cardiac disease. It was not reported whether an autopsy was performed. Treatment for the peritonitis was not reported. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing until the patient's death. The outcome for the event of peritonitis was unknown at the time of reporting. Concomitant medications were not reported. Per the nurse, the events of peritonitis and fatal cardiac disease were not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.